Event description:
After connecting the prevena plus therapy unit to the patient's dressing/lines, dr. [Redacted] noted that the device was not providing the negative pressure that the device is supposed to. After various attempts to ensure everything was connected properly and turned on, dr. [Redacted] requested that a new device be opened. The second device opened up worked properly.